Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported her adc freestyle libre 2 sensor received an error message on the same day of the sensor application. The customer experienced symptoms described as dizziness, ¿upset¿ and consequently lost consciousness. The customer was unable to self-treat and her co-worker treated her with glucose and no further treatment was reported. There was no report of death or permanent injury associated with this event.